Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within a few days of implant, the leadless implantable pulse generator (ipg) exhibited changes in sensing measurements with different body positions, and intermittent pacing failure was observed. It was determined that the device had dislodged. The device was retrieved and explanted, and was not replaced due to the patient's adequate intrinsic rhythm. No patient complications have been reported as a result of this event.